Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not duplicated. Review of the clinical data for the report showed that the device was able to deliver 3 shocks to the patient. Subsequent attempts to charge were made but the energy was internally discharged. It cannot be determined from the data what caused the energy to internally discharge. The device does not record low battery messages to the clinical data and there were no error messages recorded. There was no evidence found that the device would not discharge when all criteria were met. The battery used at the time of the event was not returned as part of this investigation. The customer declined repair of the device. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device displayed a blank screen and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.